Event description:
It was reported that the micro sagittal saw began running when it is plugged into the cord, and continues to run until the cord is removed. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.